Manufacturer narrative:
Product has been received by manufacturer for eval, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: stapler jammed during use. No injuries reported.